Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "foreign material inside the lg-lens [light guide lens]" was presumed to have been due to physical stress caused by hitting/dropping the distal end and/or chemical stress from chemical solutions used, or the like. Subsequently, humidity invaded the lg-lens and caused corrosion. The suggested phenomenon of foreign matter on/in the ob-lens (objective lens) , a/w (air/water) channel and a/w cylinder was presumed to have been due to a pinhole on the connecting tube from which water tightness was lost, leading to an inability to properly reprocess the device. The suggested phenomenon of foreign matter in the lg-lens is detectable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. The suggested events of foreign matter in/on the ob-lens, a/w channel and a/w cylinder are detectable and preventable by handling device in accordance with the following IFU: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects inside the light guide lens, around the adhesive around objective lens, air/water tube, and air/water cylinder. There were no reports of patient involvement.